Event description:
We received an allegation about discrepant results for 1 patient samples tested with creatinine plus ver.2 (crep2) assay on a cobas 8000 c702 analyzer. Initial result: 36.6 umol/l. The physician questioned the result and requested a repeat of the sample. Repeat result: 82.2 umol/l.

Manufacturer narrative:
The crep2 reagent lot number and expiration date were not provided. The field service engineer (fse) found that a tube on the rinse station had a pinhole. Droplets from the leaky/blocked cell rinse waste were contaminating the cuvettes and influencing the reaction. The tubes are also getting clogged/worn out over time. The fse trimmed the pinched tube and refitted it back. He also checked the gear pump head and the probes and adjusted them. A hardware check, calibration, and qc were performed and they were successful. The root cause was consistent with a maintenance issue. The service actions (trimming the pinched tube and refitting it back) resolved the issue. No further issues were reported afterward.